Event description:
It was reported that the customer was in a vehicular accident due to hypoglycemia. The customer's blood glucose reading was 24 mg/dl at the time of the event. The customer's sensor glucose read 89 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer uses silhouette infusion sets. The insulin pump was not exposed to any magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.